Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Additional concomitant medical products: item number: ep-105994, item name: epoly ringloc liner, lot #: 527860; item number: 16-104156, item name: ringloc shell, lot #: 320190; item number: 12-115122, item name: biolox head, lot #: 166020. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08081, 0001825034 - 2018 - 08082, 0001825034 - 2018 - 08083. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent left hip arthroplasty. Subsequently patient is experiencing pain, swelling, fatty tumor, skin lesions, rash, feels like dislocating, locking up, and elevated chromium levels.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.